Manufacturer narrative:
Medtronic was made aware of this event through a search of literature publications. It was not possible to ascertain specific device information from the literature publication or to match the event with previously reported events. This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Of note, multiple patients were noted in the article; however, a one to one correlation could not be made with unique product serial/lot numbers. The baseline gender/age/race characteristics is female/(B)(6) years old/white. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: efficacy, safety, and performance of isolated left vs. Right ventricular pacing in patients with bradyarrhythmias: a randomized controlled trial. Arq bras cardiol. 2019; 112(4):410-421. Doi: 10.5935/abc.20180275. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding isolated left ventricular (lv) versus right ventricular (rv) lead pacing in patients with bradyarrhythmias. It was reported that difficulties were experienced with implanting the lv leads. Nine (9) cases of phrenic nerve stimulation occurred during the implant procedure and two (2) occurred during use which could not be resolved by reprogramming. Those leads were subsequently explanted and an rv lead was placed instead, which ultimately excluded those patients from the rest of the study. There was also one (1) case of lv lead fracture that occurred during use. The fractured lead was also subsequently explanted and replaced. Of note, multiple patients were noted in the article; however, a one to one correlation could not be made with unique product serial numbers. Further follow up did not yet yield any additional information. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Follow up regarding the literature article was received on 2019-aug-07 indicating specific lead information regarding the fracture incident. That incident has been split into a new event and is captured in medical device report (MDR) number: 2649622-2019-14327. If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up was received and indicated a correction that there were 12 cases of phrenic nerve stimulation, rather than 9 cases.